Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted in (B)(6) 2013 (specific date not reported), due to infection. There are plans to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4).

Manufacturer narrative:
Per the clinic, the patient was prescribed the antibiotics cleocin and septra (dosage not reported) on (B)(6) 2013. The device was explanted on (B)(6) 2013. This device is not available for analysis. This report is filed october 15, 2013.